Event description:
The facility representative contacted baxter to report a pca ii pump that had an occlusion alarm after each push. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. No repair was made for the reported condition.